Event description:
The surgeon reported being unable to implant the stent due to compromised visibility. At this time there was no report of injury. Additional information was requested and it was later disclosed that during the attempt to implant the stent there was bleeding and the trabecular meshwork was stripped; and a cyclodialysis cleft was inadvertently created. The bleeding was self resolving and did not require intervention. Postoperatively the patient's vision is 20/20 and iop is in the upper 20's on multiple glaucoma drops, which is similar to preop.

Manufacturer narrative:
The stent is not available for evaluation. The device history records were reviewed and there were no unusual findings that relate to the reported event. Cyclodialysis cleft is listed in the device labeling as a known inherent risk of glauco stent surgery. (B)(4).